Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor caused the roller pump to stop although no air bubble was present in the tubing. The user had to hand crank to conclude the procedure. An "alarm-air" error message was observed, and audible tones were heard. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.